Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, during a vba (t12) procedure for the treatment of centrum fracture one of the stent balloons was found to be broken. Two stent balloons were deployed at both sides of t12 and 2cc of saline solution was injected into both balloons simultaneously. The surgeon tried to inflate the left balloon further (up to about 16 atm) as to surgical technique. Then, the pressure suddenly dropped, and the stent did not seem to expand. The stent balloon was taken out of the lesion. It was found that the tip of the balloon had broken. Also, a radiopaque marker had come off. The marker was in the t12 centrum. A trial balloon was inserted into t12 left for reinflation. This time the stent inflated as stipulated. Finally, cement application was performed. This report involves one (1) vbs w/balloon sm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the balloon was punctured. No other issues were identified. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Given that an invalid lot number was provided, a manufacturing record evaluation (mre) review cannot be performed at this time. If the lot number becomes available, the mre review will be performed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.